Event description:
Tech reported a 550 hemodialysis device was taking too much fluid off during a pt treatment. The healthcare professional reported that the device tmp alarm sounded at the same time the pt reported cramping. The treatment was then discontinued and it was determined that the pt's uf was 5 kg, with a target uf of 4 kg. Normal saline was administered per unit protocol and the pt was fine. There was no pt injury or medical intervention reported by the healthcare professional at the facility.